Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test and sensor failed due to low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2013-81582.

Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was very high and was taken to the hospital for assistance. Customer stated that his sensor had a bent cannula and did not alert him of the high blood glucose. Nothing further was reported.